Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of this incident was determined to be use error-break in aseptic technique.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of six step hand wash was not done properly and peritonitis in a patient coincident with dianeal pd2 ultrabag. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag, (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. On (B)(6) 2011, the patient was treated with fortum 1 gram, injection, vancomycin 1 gram, injection and heparin 5000 iu, injection (route and frequencies not reported). The cause of the peritonitis was reported as the six step hand wash was not done properly. The outcome of the peritonitis was reported as resolving. Dianeal therapy continued. Concomitant medications were not reported. The nurse considered the event of peritonitis to be unrelated to dianeal. Causality was not reported for the event of six step hand wash was not done properly.